Event description:
It was reported that the customer had a failed battery test and customer changed the battery. Customer then received another failed battery test. Customer changed the battery another time and the pump went dead in less than 4 days. Customer's blood glucose level was 148 mg/dl. Customer stated that one of the batteries did not turn the pump on. The screen was just blank. Customer stated that there are scratches on the screen. Customer noticed a tiny crack on the plastic going from the top right corner of the screen on the case. Customer stated that the crack was on the upper right corner outside. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.